Manufacturer narrative:
H6: additional method code: 4110. Corrections in b5, d1, and d4: catalog and lot numbers. Additional information in d4: expiration date and UDI number, d6b, h4, and h6: component, investigation type, findings, and conclusions. Device evaluation: the device was not returned for evaluation, but an x-ray image was provided which shows that the implant is sitting too anterior in the disc space. Root cause: a definitive root cause cannot be determined with the information provided. This event could possibly be attributed to the implant not being placed correctly during the initial surgery. DHR review: per DHR review, the part was likely conforming when it left zimvie control. Device usage: this device is used for treatment. If additional information is obtained that adds value to the relevant content of this report, a follow-up report will be sent. Reference report 3004788213-2023-00117.

Event description:
A patient reported that they have two 5mm mobi-c implants, placed at c5-c6 and c6-c7, that are too big and sitting too anterior. The patient reports that they are in pain every day and are experiencing dysphagia. A successful revision surgery was performed where two 5mm tall implants were replaced with 4.5mm tall implants in the same footprint. This is report two of two for this event.

Event description:
A patient reported that they have two 5mm mobi-c implants, placed at c5-c6 and c6-c7, that are too big and sitting too anterior. The patient reports that they are in pain every day and are experiencing dysphagia. A revision surgery is planned for december. This is report two of two for this event.

Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. The lot number is unknown; therefore the device history records are unable to be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.